Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceased to use the cement (p/n: 3172080) during the tka surgery on (B)(6) 2019. It was recognized some of the polymer was leaked into the case at the time of the vacumix cement set was taken out of the packaging film into the clean field when preparing the cement and the packaging paper was peeled off. Thus, it was judged not to use for the surgery. The surgery was completed without a surgical delay by using alternative cement and there was no harm to the patient. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the complaint states: ¿it was reported that the ceased to use the cement (p/n: 3172080) during the tka surgery on (B)(6) 2019. It was recognized some of the polymer was leaked into the case at the time of the vacumix cement set was taken out of the packaging film into the clean field when preparing the cement and the packaging paper was peeled off. Thus, it was judged not to use for the surgery. The surgery was completed without a surgical delay by using alternative cement and there was no harm to the patient. No further information is available.¿ device history lot : device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 march 2021. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary = the complaint states: ¿it was reported that the ceased to use the cement (p/n: 3172080) during the tka surgery on (B)(6) 2019. It was recognized some of the polymer was leaked into the case at the time of the vacumix cement set was taken out of the packaging film into the clean field when preparing the cement and the packaging paper was peeled off. Thus, it was judged not to use for the surgery. The surgery was completed without a surgical delay by using alternative cement and there was no harm to the patient. No further information is available.¿ the product was not returned and no photographs were supplied for examination as part of this investigation. Retained samples of this lot number were examined, but no further instances of this failure mode were discovered. It is not possible to confirm the complaint description based on the information available. Dva-104409 rev 10 was reviewed, and this possible failure mode is included on lines 107-112 . In each case, the risk is considered as low as possible and cannot be further mitigated. Actions were completed in may 2017 as part of CAPA-002454 to implement improvements to the design of transit caps. This is the first complaint related to a batch released following the improvements for this issue. It is not possible to determine the root cause for this failure based on the information available. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot =device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 march 2021. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.